Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from4w medical unit that ketamine 500 mg/250 ml was programmed at a guardrails rate of 6.3 ml/hr. The bag ran out on 7/15/20 at 0907. A volume of 156 ml was expected to have been infused, however all 250 ml were gone. It was reported that analytics event report showed "static infusion rates". There were no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Investigation conclusion: the reported complaint of the pump module inadvertently infusing all 250 ml of the medication ketamine was not confirmed during a review of the logs nor replicated during the investigation. The incident administration set was not returned and could not be inspected. Results from a review of the pcu event log confirmed the reported infusion occurring on (B)(6) 2020. A weight based guardrails infusion of ketamine esr / pain with the rate of 6.31ml/h and vtbi of 250ml was initially programmed. The device was channeled off on (B)(6)2020. The total time of infusion was 1 day, 48 minutes, and 43 seconds with total volume infused at 149.769ml. Results from a timed rate accuracy test performed on the returned pump module found the device in good working condition and delivering fluid within specification. Results from a functional test confirmed the pump module upper fsa pressure sensor operating as intended. Pressure sensor malfunction test method results identified the upper bottle pressure sensor in specification. Device inspection: pump module was inspected both externally and internally. Instrument seal was observed intact. Both iui connector contact pins were observed dull on the device. Dried fluid was observed on the lower bezel assembly. Root cause analysis: the root cause of the customer¿s complaint of an over infusion was not determined. The root cause of the bottle side pressure sensor causing bottle side occlusions was not determined. Results from the investigation showed the customer¿s pump module to be in specification and operating as intended. Device history review: review of the pump module service history record showed the device had a manufacture date of 17feb2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 26oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from4w medical unit that ketamine 500 mg/250 ml was programmed at a guardrails rate of 6.3 ml/hr. The bag ran out on (B)(6)20 at 0907. A volume of 156 ml was expected to have been infused, however all 250 ml were gone. It was reported that analytics event report showed "static infusion rates". There were no adverse effects caused to the patient as a result of the event.

Event description:
It was reported from4w medical unit that ketamine 500 mg/250 ml was programmed at a guardrails rate of 6.3 ml/hr. The bag ran out on(B)(6) 20 at 0907. A volume of 156 ml was expected to have been infused, however all 250 ml were gone. It was reported that analytics event report showed "static infusion rates". There were no adverse effects caused to the patient as a result of the event.

Manufacturer narrative:
Additional information: d11 the affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Additional information.

Event description:
It was reported from medical unit that ketamine 500 mg/250 ml was programmed at a guardrails rate of 6.3 ml/hr. The bag ran out on (B)(6) 2020 at 0907. A volume of 156 ml was expected to have been infused, however all 250 ml were gone. It was reported that analytics event report showed "static infusion rates". There were no adverse effects caused to the patient as a result of the event.